Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that balance tip was broken during the surgery. The procedure type was unknown. The surgery details were unknown. There was no patient impact. Additional information was received that balance tip was broken during phacoemulsification surgery. The surgery was completed by using new tip.

Manufacturer narrative:
Additional information provided in h.6. And h.11. No technical inquiries were received from the customer. A sample was not received at the investigation site for evaluation; therefore, the condition of the product could not be verified. No lot number was identified with this complaint; therefore, a device history record review could not be conducted. The photo and video attached was reviewed by the manufacturing site. Photo 1 shows a phacoemulsification tip broken at the ab (aspiration bypass) hole with the breakage being jagged. Video 1 shows a 7 second video of the phacoemulsification tip removing material and at the second mark shows the phacoemulsification tip breaking and being retained in the sleeve. The reported issue is confirmed. The attached photo and video confirms the report of broken phacoemulsification tip, however because a sample was not received at the manufacturing site and no lot information was provided, based on the evaluation of the information and materials received, the investigation was unable to identify the root cause or origin of the reported event. Additionally, no manufacturing-related deficiencies were found that potentially could have contributed to the complaint. As the root cause and its origin are inconclusive, further investigative or manufacturing actions are not warranted at this time. All phacoemulsification tips are 100% visually inspected by trained operators using 30x magnification during the manufacturing process. Receipt of additional relevant information or supporting materials will prompt a re-evaluation of the complaint investigation complaint data for all products is reviewed monthly to monitor for adverse trends. During the last review, no adverse trends were observed for the reported product and event combination. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. No further action warranted at this time. The manufacturer internal reference number is: (B)(4).